Manufacturer narrative:
Corrected data: g3. Date MFR rec was incorrectly submitted on supplemental 002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using the evolut system, the nose cone of the the delivery catheter system (dcs) nose cone detached and remained in the descending aorta after release of the valve. Of note, the nose cone had stayed on the non-medtronic (safari) guide wire following valve deployment. Retrieval of the detached nose cone was performed using a lasso via the same approach. The valve was explanted from the patient during the procedure and there was a procedural delay. Additional information was received that when withdrawing the dcs, the capsule was closed until it was aligned with the catheter tip. Additional information was received to correct previous documentation: the valve was not explanted. The only product issue was related to the separated nose cone of the dcs.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. G2. Report source: materiovigilance incident report; inc 2025/0890 corrected data: h8. Usage of device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using the evolut system, the nose cone of the delivery catheter system (dcs) nose cone detached and remained in the descending aorta after release of the valve. Of note, the nose cone had stayed on the non-medtronic (safari) guide wire following valve deployment. Retrieval of the detached nose cone was performed using a lasso via the same approach. The valve was explanted from the patient during the procedure and there was a procedural delay. Additional information was received that when withdrawing the dcs, the capsule was closed until it was aligned with the catheter tip. Additional information was received to correct previous documentation: the valve was not explanted. The only product issue was related to the separated nose cone of the dcs.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the handle partially open and the capsule closed, with the nosecone detached from the device. The catheter shaft appeared bent at the proximal end and delamination was evident to the proximal end of the capsule. The nosecone had separated from the distal end of the inner member. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation was evident to the remainder of the device. The reported nosecone separation could be confirmed through analysis. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (j332707); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using the evolut system, the nose cone of the the delivery catheter system (dcs) nose cone detached and remained in the descending aorta after release of the valve. Of note, the nose cone had stayed on the non-medtronic guide wire following valve deployment. Retrieval of the detached nose cone was performed using a lasso via the same approach. The valve was explanted from the patient during the procedure and there was a procedural delay.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that when withdrawing the delivery catheter system (dcs), the capsule was closed until it was aligned with the catheter tip.